Event description:
It was reported that the patient¿s generator replacement surgery was completed. There was no low battery indicator observed from the generator before surgery, and pre-operative device diagnostics were within normal limits. The explanting facility reportedly discarded of the explanted generator, so product return is not expected. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was experienced an increase in seizures, and the physician was seeking generator replacement. Clinic notes from the patient¿s referral appointment showed that the treating physician related the patient¿s uncontrolled seizures in part to the age of the device and its potential low battery. No additional pertinent information has been received to date.